Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and is pending evaluation. A supplemental MDR will be submitted as new information becomes available. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm pericardial aortic valve, implanted approximately six (6) years and six (6) months, was explanted due to aortic stenosis and structural valve deterioration. The device was originally implanted for aortic valve replacement to correct aortic stenosis at a different hospital. After the implant, chest pain and blood pressure decrease had been observed in the patient. The device was explanted and replaced with a 19mm pericardial aortic valve with no adverse patient events reported. The patient status was reported as recovering. The device was returned for evaluation. There was no allegation of device malfunction.

Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated heavy calcification on all three leaflets. X-ray also demonstrated commissure 3 was bent outward. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 3 on the outflow aspect and on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 1 had a 6mm tear near commissure 1. Leaflet 2 had an 8mm tear near commissure 2 and a 7mm tear near commissure 3. Leaflet 3 had a 7mm tear near commissure 3 and a 6mm tear near commissure 1. Calcification was evident at the tears. Sewing ring was cut in multiple areas around the valve. Wireform was exposed on commissures 1 and 2. Metal band was also exposed in multiple areas around the valve on the outflow aspect. Multiple sutures remained attached to the sewing ring around commissure 1. H10. Additional manufacturer narrative: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification and host tissue overgrowth. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the event was likely due to patient factors and progression of underlying valvular disease. Added h3 and h6 coding.